Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of crimped cannula and was alerted by an occlusion alarm. Patient noticed symptoms within 3 hours of insertion. The site of insertion was reported to be thigh, arms, upper back and was rotated regularly. The patient had to be hospitalized, as the patient was found unconscious due to dka after attempting 6 different infusion sets. The patient changed soft cannula infusion set only and resumed insulin. No further information available.

Manufacturer narrative:
(B)(4) - device 1 of 6.